Event description:
A 56 year old had bilateral augmentation mammoplastes in 1979. Recent mammogram showed evidence of rupture of the right implant. The decision was made to remove both implants; the left implant was also found to be ruptured. Both had ruptured on the posterior wall near the dacron patch.